Event description:
It was reported that the lead had dislodged and was replaced after repositioning was unsuccessful.

Event description:
The account alleges that the head hi/low and knee sections had unintentional movement. No injuries were reported.